Event description:
During troubleshooting of an unrelated alarm, it was reported that the cassette line and heater bag were loosely connected and leaking. This occurred during use on the homechoice (hc) and the home patient (hp) was connected. The technical service representative (tsr) assisted the home patient (hp) to end therapy and remove the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.